Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. No button error alarm. No beeping or blinking anomaly noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had high blood glucose and insulin pump had unresponsive buttons/alarming. Customer stated they were having trouble bolusing and noticed the act button was not working. The customer's blood glucose was 139mg/dl. Customer stated the act button had to be pressed multiple times because it kept blinking. Customer also mentioned they had high blood glucose of 437mg/dl; treated with injection. Advised customer the insulin pump will need to be replaced due to keypad anomaly and button error. Advised to revert to backup plan, per doctor's instructions.